Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicalgia, gerd and pelvic pain. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced sciatica ("neurological conditions or problems type: sciatica pain"), mobility decreased ("neurological conditions or problems type: mobility issues") and arthralgia ("joints pain/ right hip pain/ pain ankles, wrists and elbows"). In (B)(6) 2016, the patient experienced rash ("unexplained rashes"), urticaria ("rashes or skin conditions type: hives"), swelling ("rashes or skin conditions type: swelling"), blister ("rashes or skin conditions type: blisters") and migraine ("migraines / headaches"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: acute anxiety") and pain in extremity ("legs pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, rash, anxiety, urticaria, swelling, blister, tooth disorder, sciatica, mobility decreased and pain in extremity outcome was unknown, the migraine was resolving and the arthralgia had resolved. The reporter considered anxiety, arthralgia, back pain, blister, menorrhagia, migraine, mobility decreased, pain in extremity, rash, sciatica, swelling, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- previously reported date was 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : lower back pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicalgia, gerd and pelvic pain. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced sciatica ("neurological conditions or problems type: sciatica pain"), mobility decreased ("neurological conditions or problems type: mobility issues") and arthralgia ("joints pain/ right hip pain/ pain ankles, wrists and elbows"). In (B)(6) 2016, the patient experienced rash ("unexplained rashes"), urticaria ("rashes or skin conditions type: hives"), swelling ("rashes or skin conditions type: swelling"), blister ("rashes or skin conditions type: blisters") and migraine ("migraines / headaches"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: acute anxiety"), pain in extremity ("legs pain") and dermatitis allergic ("allergy : rash/ skin condition"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, sciatica, pain in extremity and arthralgia had resolved, the vaginal haemorrhage, menorrhagia, rash, anxiety, urticaria, swelling, blister, tooth disorder, mobility decreased and dermatitis allergic outcome was unknown and the migraine was resolving. The reporter considered anxiety, arthralgia, back pain, blister, dermatitis allergic, menorrhagia, migraine, mobility decreased, pain in extremity, rash, sciatica, swelling, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- previously reported date was 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : lower back pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received :- new event added dermatitis allergic. Lab data date updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicalgia, gerd and pelvic pain. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced sciatica ("neurological conditions or problems type: sciatica pain"), mobility decreased ("neurological conditions or problems type: mobility issues") and arthralgia ("joints pain/ right hip pain/ pain ankles, wrists and elbows"). In (B)(6) 2016, the patient experienced rash ("allergic or hypersensitivity reaction type: unexplained rashes"), urticaria ("rashes or skin conditions type: hives"), swelling ("rashes or skin conditions type: swelling"), blister ("rashes or skin conditions type: blisters") and migraine ("migraines / headaches"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: acute anxiety") and pain in extremity ("legs pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, rash, anxiety, urticaria, swelling, blister, tooth disorder, sciatica, mobility decreased and pain in extremity outcome was unknown, the migraine was resolving and the arthralgia had resolved. The reporter considered anxiety, arthralgia, back pain, blister, menorrhagia, migraine, mobility decreased, pain in extremity, rash, sciatica, swelling, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- previously reported date was 2012 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : lower back pain, rash. Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- events added- vaginal haemorrhage, menorrhagia, rash, anxiety, urticaria, blister, migraine, tooth disorder, sciatica, mobility decreased, back pain, pain in extremity, arthralgia. Medical history and lab data added. Concomitant products added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.